Event description:
It was reported that during a routine follow-up appointment the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 52 percent remaining to 12 percent remaining in six months. Since premature battery depletion was suspected, the field representative advised the clinic to schedule a replacement procedure. A replacement procedure had not yet been scheduled. At this time the s-ICD remains in service and no adverse patient effects were reported. It was reported that the patient reported hearing tones from the s-ICD. Subsequently it was explanted for suspected premature battery depletion and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow-up appointment the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 52 percent remaining to 12 percent remaining in six months. Since premature battery depletion was suspected, the field representative advised the clinic to schedule a replacement procedure. A replacement procedure had not yet been scheduled. At this time the s-ICD remains in service and no adverse patient effects were reported.